Event description:
Device evaluation performed on the returned electrode showed that the epoxy is dark colored with a small chip away. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.